Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector (catheter adapter) of a minicap extended life pd transfer set disconnected from the titanium adapter and caused a leak. This was experienced by a peritoneal dialysis (pd) patient and the disconnection occurred at the patient¿s home after the patient took a shower. As a result, prophylactic antibiotics were prescribed to the patient and the transfer set was replaced. There was no allegation against the titanium adapter as it remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.